Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.00mm x 15mm from catheter batch 34161207 162 was returned for analysis. A visual and tactile examination was performed but no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip was slightly flared. Functional testing was performed, and the device was attached to an encore inflation unit and the balloon was inflated successfully and without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 20 atmospheres (atm) as per instructions for use.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured, and the protector tip was damaged. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured, and the protector tip was damaged. The procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.